Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: loss of image. Confirmed failure: repl trans board. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler, problem toggling light source, connected monitors, leaking, poor grounding, no/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Updated d1 product long description from "pkg 1688 aim 4k camera head with integrated coupler" to "pkg 1688 camera control unit ccu". Updated d4 model # from "1688610122" to "1688010000". Updated d4 gtin from "07613327418996" to "07613327420081".